Event description:
Patient had a false positive hsv-2 test result. Patient tested positive for hsv-2 on a diasorin liaison xl hsv-2 igg test at quest diagnostics. Patient also tested positive on quest inhibition assay. Patient received a confirmatory test via (B)(6) western blot which was negative. Pt code: 4582. Device code: 1227. Ref report: mw5180674.